Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during a sigmoid resection, in operating room the stapler malfunctioned/misfired/did not staple. Colon oversewed with suture. Two stapler loads used and unsure which one malfunctioned. It is unknown if there were any patient complications.